Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the catheter became stuck on the guidewire. The 80 percent stenosed lesion was located in the mildly tortuous left superficial femoral artery. An unspecified sheath was inserted and the lesion was accessed using a crossover approach. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced over a v-18 control wire and the balloon was inflated. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. Another 4.0mmx60mmx135cm (4f) sterling balloon catheter and a new v-18 control wire were selected for use. The lesion was dilated again. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. The procedure was completed with a new balloon and wire. There were no patient complications.